Manufacturer narrative:
B3 - date of event was unknown, hence captured as first day of ICU aware month. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that ward nursing staff identified a crack in the subglottic suction port of the tracheostomy tube. As a result, the device was replaced earlier than planned to ensure the delivery of safe and effective patient care. The patient was involved; however, no harm was reported.